Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a kink in the catheter was confirmed and appeared to be associated with use of the device. Three photographs were provided for investigation. Two of the photos showed a segment of purple catheter extending from the insertion site. The proximal end of the catheter was not contained in the photo. A crease in the circumferential direction was observed in the catheter near the insertion site. The zero mark and 1cm depth mark were observed on the external surface of the tubing. The catheter was kinked between the 1cm depth mark and the insertion site. The 2cm depth mark appeared to be positioned subcutaneously. An outline in the skin that resembled a statlock securement device was observed to one side of the insertion site. A round outline was observed in the skin around the insertion site. A guardiva dressing in addition to a statlock securement device may have been used with the catheter. The insertion angle combined with the constraints around the insertion site may have created a bending stress in the tubing that caused the catheter to kink. Placement or securement of the catheter where kinking may occur should be avoided to minimize stress on the catheter, patency problems or patient discomfort. The guardiva dressing should be positioned around the catheter site so the catheter rests on the slit portion of the guardiva dressing. A lot history review (lhr) of rebs2070 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported to the sales rep that a week after PICC placement the catheter kinked under the patients skin, near the insertion site. When the catheter was pulled out they could see the memory of the kink, so they left it pulled out 2 cm thinking this would help. When they went back 2 days later the PICC was kinked again in the same spot outside the patient's skin. "In turn, they had to over the wire the PICC". No injury to the patient was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received photo sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebs2070 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported to the sales rep that a week after PICC placement the catheter kinked under the patients skin, near the insertion site. When the catheter was pulled out they could see the memory of the kink, so they left it pulled out 2 cm thinking this would help. When they went back 2 days later the PICC was kinked again in the same spot outside the patients skin. "In turn, they had to over the wire the PICC". No injury to the patient was reported.